Event description:
It was reported that the rod cannot be fixed in place. Rod can be inserted and locking occurs by pressing the lever and the golden button engages. However, when checking the rod, it is not fixed in place and when pulling the rod, it separates from the rod holder. The rod can only be fixed in place by using the lever at the handle. Multiple rods were tried with no change. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the event was confirmed. The investigation performed has shown that the rod coupling of the device is deformed by the application of an external force. Further investigation of the tip of the device shows various signs of wear. Due to the damage, the rod can no longer be locked appropriately. One possible cause for damage may be the application of high bilateral forces on the tip of the rod during the installation of the rod. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We assume that the complaint condition is due the application of high bilateral forces on the tip of the device during the installation of the rod. The malfunction is related to the conditions of use and operational context contributed to this event.